Event description:
It was reported that the right ventricular (rv) lead had no capture and was undersensing. It was also reported that the implantable cardiac defibrillator (ICD) had a setscrew that would not "go back in". The rv lead and the ICD were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the set screw was damaged. (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism and there was apparent explant damage.